Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid in the lens vial. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cq2015a intraocular lens, diopter +21.5 was returned damaged with no reason given for its return. Attempts to obtain additional information have not been successful.